Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture appeared to meet specification. The picture showed the pad with a clump of fur stuck to the gel. The gel was intact and without voids. The reported condition was not confirmed. The investigation could not identify any defects with the pad that would have contributed to the reported event. The investigation could not determine the root cause of the customer's report. The instructions for use (IFU) states, select a well vascularized, convex area win close proximity to the surgical site. Shave, clean and dry application site as needed. Lightly touch the surface of the return electrode to insure that the conductive adhesive is moist. Pull the return electrode taut and apply it to the patient on the bias for better adhesion. Apply finger pressure to massage the entire surface of the return electrode to ensure secure contact with the patient's skin. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit's output was too high. The veterinarian was burnt. The photo showed that the burn was from the pad and in the animal not in the veterinarian.